Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, patient complained about infusion set fell off. Patient's blood glucose at the time of issue was 289 mg/dl. No further information available.